Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked coming from the hub. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.